Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the software would not let the manufacturer representative proceed to the navigation task after verifying the registration. The system was rebooted, and the issue was resolved. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: analysis found that this was a gui failure in the software. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the software would not let the manufacturer representative proceed to the navigation task after verifying the registration. The system was rebooted, and the issue was resolved. The surgery was completed with navigation and there was no impact on patient outcome.